Manufacturer narrative:
(B)(4).

Event description:
It was reported that the after the implant procedure and during the device check, it was discovered that the atrial lead had become dislodged. The lead exhibited high capture thresholds, and a loss of sensing. After revision, the lead resumed normal function. The patient's condition post procedure was stable.